Event description:
It was reported that during lap cholecystectomy a clip applier was used to ligate the cystic duct (and cystic artery). The ligamax was unpacked and inserted in the abdomen conform IFU. During placing of the clips on the cystic duct the clips didn't load properly and subsequently could not be formed properly. The surgeon tried to remove the device and this was not possible because the device got stuck in the 5mm trocar. The trocar and the device had to be removed together, holding thumbs on the trocar-site to maintain pneumoperitoneum. After inspection, one of the jaws was luxated laterally which explained the malfunctioning. The device was removed from the operating room and a second instrument was used to finish the procedure: this second ligamax worked fine. When the device was returned no jnj, the device was tested. Further findings: the device's last clip indicator seemed to turn to orange even before the 13th clip was in place. After firing the last clip, the firing trigger was squeezed fully to deblock it and the orange indicator turned white again. All formed clips were c-shaped. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Jaw/cam interface disengaged. Evaluation summary: the analysis result for the el5ml instrument found that it was returned with the jaws disengaged from the cam, empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. It is known from the history that the found jaw damage would cause ejected clips. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.